Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent struts on proximal rows 5 to 27 were damaged, deformed and misaligned. The stent was pulled 5mm from the proximal marker band. The undamaged section of the crimped stent od(outer diameter) was measured and the result is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. A visual examination of the bumper tip showed signs of slight damage at the distal edge of the tip. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were visible on the exposed part of the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 06-mar-2017. It was reported that crossing difficulties were encountered. The 90% target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following predilation, a 2.50x32mmsynergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, returned device analysis revealed stent damage.